Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
Per the surgeon, the patient ¿was experiencing neuralgic issues¿ and the fixture was explanted. More information has been requested but was not available at the time this report was filed.

Event description:
Visual analysis of the returned device showed the delivery catheter to have been separated. There was no consequences or impact to the patient.